Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
Customer reported having many bent cannulas and stated that the quick serter may be getting worn out. Customer's blood glucose reading at the time of the call was 492 mg/dl. No further information reported.